Manufacturer narrative:
The customer¿s products have been returned and an investigation utilizing the returned meter and test strips has determined the complaint is not confirmed. Performed visual inspection on returned meter and returned strips and no issues were observed. Meter was able to power on with button pressing and strip insertion. Performed control solution test on the returned meter and returned strips with high control solution. The control solution test results were satisfactory. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date her adc blood glucose meter was producing unspecified ¿low readings¿ but her healthcare provider¿s meter ¿is reading high¿. She further reported that due to this she was given a new, unspecified, medication. Customer noted that she now has to inject insulin at night and has to do testing three times/day. No further information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.